Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-mar-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was stuck on the blue and white screen. A technical support specialist (tss) dialed into the system, backed up the database, created new data base and performed full synchronization to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es was stuck alternating between blue and white screens, and on the white screen an error message displayed: ¿data error occurred'. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.